Event description:
New information notes that the previous suggested programming changes were made, and the patient was stable following.

Event description:
New information notes that the device was explanted. No further information available.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow-up, non-sustained rv oversensing episodes were observed via patient's merlin.net device transmission. Upon review of the episodes, it was discussed the patient was experiencing a slow vt, which led to intermittent blanking of ventricular sensed events as a result of atrial pacing. Programming changes were recommended. The patient was not symptomatic during the slow vt.